Event description:
It was reported that the patient was experiencing difficulty breathing and pain in the chest and shoulder. An echocardiogram confirmed pericardial tamponade. The patient underwent a surgical intervention. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.